Event description:
It was reported that the patient received inappropriate therapy due to noise. An x-ray revealed that the lead perforated into the pericardial sac. It was also noted that there was no capture at max output. The lead was explanted.